Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Patient had entrapment trauma. Product was applied to the thigh. Rotation mechanism is broken. Assumed injury. Additional information: the patient was a male who had his thigh caught in a machine. Due to the crushing, soft tissue and vascular injuries occurred. The tourniquet was used to stop bleeding but it was not possible to stop the bleeding because the rotating mechanism for circular pressure build-up had broken without being noticed after a few rotations. Thus, congestion was caused and the bleeding was aggravated (this would be the assumed patient injury). This was noticed during the procedure and resolved by replacement of an identical tourniquet. Nothing more is known about the current patient current status other than that he likely survived. I do not know whether the extremity has suffered further damage. The doctor did not have any more information and as already mentioned, he assures his reporters of anonymity.

Manufacturer narrative:
(B)(4). A device history record review could not be performed as a valid lot number was not provided by the customer and sales history could not be obtained without customer information. The instructions-for-use provided with this product notifies the user to reset the tourniquet before each application. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as a valid lot number was not provided by the customer and sales history could not be obtained without customer information. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Patient had entrapment trauma. Product was applied to the thigh. Rotation mechanism is broken. Assumed injury. Additional information: the patient was a male who had his thigh caught in a machine. Due to the crushing, soft tissue and vascular injuries occurred. The tourniquet was used to stop bleeding but it was not possible to stop the bleeding because the rotating mechanism for circular pressure build-up had broken without being noticed after a few rotations. Thus, congestion was caused and the bleeding was aggravated (this would be the assumed patient injury). This was noticed during the procedure and resolved by replacement of an identical tourniquet. Nothing more is known about the current patient current status other than that he likely survived. I do not know whether the extremity has suffered further damage. The doctor did not have any more information and as already mentioned, he assures his reporters of anonymity.